Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in june 2024. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high priority 20198 alarm (door is open) occurred on an amia automated pd system during drain four (4) of four (4) of peritoneal dialysis (pd) therapy. This was the third time this happened in the three weeks they had the device and one of the closing bars of the door was bent. The patient was connected at the time of the alarm. During troubleshooting, renal therapy services (rts) had the caregiver (cg) press the audio off and close the transfer set. Rts assisted the cg to end the treatment early. Rts advised the caregiver to contact the patient¿s pd nurse and discussed continuous ambulatory peritoneal dialysis.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated treatment was performed and no issues were observed. The event history log was checked and it was confirmed that e20198 occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.